Event description:
I was an order filler for commodity logistics which was later bought by the co which has an account with the store. I was picking up an order of weight plates. When lifting, I felt a burning feeling around my belly button area. I felt cold sweat, didn't feel well. I then noticed I had a bulge popping out of my belly button area. I went to see my primary care doctor. He told me I had an umbilical hernia. I found out since, the injury was work related. I had to see workers compensation doctors. My workers compensation doctors put me on light duty and my employer agreed. I was still going to work with my injury. After a month and a half of suffering, I finally got my surgery in 2004. I was off work for a month. When I went back after surgery to see the workers comp doctor, he touched around the area where the surgery was performed and told me that I was fine. I told him about the abdominal pain and constipation, and he told me it was because of the surgery. He then said that it would go away once the incision healed. I noticed as time went by and the incision started to heal that my symptoms were not getting better. I went back again to see the doctor and he didn't want to see me. He told me that I had to see my own doctor and he released me from his care and had me return to work. From that day forward, I have been seeing my own doctors and have been in excruciating pain to the point of almost passing out on various occasions. When this occurred, I went to urgent care and x-rays were done and they still said that they saw nothing. I have tried numerous types of laxatives and pain killers. I have seen my own doctors and have also seen various specialist. I have had many procedures done to try to identify the problem and not one doctor has pinpointed the problem. I was told by one of the "gastrologist" specialists that the only way that they will know if the mesh is the problem is by actually opening me up again and taking a look at the actual mesh. I recently have started my medical care and my doctor put me on a new medication which is for chronic constipation, and it is called amitiza and this does not work. I am scheduled to have CT scan in 2/2008 and was told that if something serious is found then I will go straight to surgery. If they see anything else and does not look too serious then they will also schedule a surgery appointment for three days later.